Manufacturer narrative:
Investigation summary: one sample and one photo was received. However due to the condition of sample, additional photos has been taken and sent to plant for evaluation. Four photos were received and evaluated. The photos showed a loose 5ml syringe with customer¿s tip cap attached and partially filled with clear liquid. A piece of light brown foreign matter was observed in the barrel wall around 0.6ml grad line. The foreign matter appeared to be either attached or embedded in the wall. The foreign matter was likely burnt plastic and it is embedded. Potential root cause for the embedded foreign matter defect is associated with the molding process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1169021 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd syringe 5ml ll sp125 contained foreign matter. The following information was provided by the initial reporter: " one syringe was found on saturday (B)(6) 2021 with brown particulate on the inside of the syringe barrel "